Event description:
The surgeon initially implanted a different lens model, but the pt's chamber wouldn't hold the lens. The lens was removed and another lens model was implanted. This report pertains to this second lens wherein the surgeon used forceps to implant an aq2010v 3 piece silicone lens. The lens was removed once again without enlarging the incision because the pt's chamber still would not hold the lens. No pt injury. Surgery was completed using another type lens.